Event description:
It was reported that during revision of the right ventricular lead, the left ventricular lead dislodged and could not be repositioned. Only a portion of the lead could be extracted, lead anomaly was suspected.